Event description:
It was reported that at the implant procedure the battery bar was gray "with pre implant indication." Two days later, the gray bar was still present. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The analyst commented that, the devices returned in bulk from eoc were returned due to low battery voltage (indicated by a gray bar) at initial interrogation. Analysis confirmed that the low battery voltage was due to recent wireless telemetry use and the battery voltage recovered (indicate green bar status) when interrogated at eoc. It was requested that these devices be returned to the field for use but since they had a complaint reported the eoc process would not allow them to be returned to the field. These devices do not exhibit low battery voltage or premature battery depletion. They would all pass ngt and pst. Rather than put these devices through the normal rpa analysis procedure it would be better to use them to analyze the effect of temperature and telemetry use on the battery voltage pre-implant.